Event description:
It was reported that the tip, end point of the catheter is deformed. Catheter tip is deformed and judged unusable. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter deformation is confirmed but the root cause could not be determined. One 4 fr s/l groshong nxt clearvue catheter with its inlaid stiffening stylet was returned for evaluation. An initial visual observation revealed some saline use residues throughout the returned catheter. It was observed that the distal end of the returned stylet inside the catheter appeared to have a slight bend. A microscopic observation revealed nothing remarkable along the length of the catheter. A slight bend was observed at the distal end of the stylet. Because the catheter was returned opened and a kink was observed along the stylet, the complaint of deformation along the catheter is confirmed, but an exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the tip, end point of the catheter is deformed. Catheter tip is deformed and judged unusable. There was no reported patient injury. No other information was provided.